Event description:
The patient was implanted with a left ventricular assist device. It was reported that shortly after implant, the patient began showering without a dressing over his driveline exit site. The patient developed a driveline infection which then developed into a pump pocket infection. The patient was placed on several antibiotics and listed for transplant. The patient was admitted several times for sepsis, and was on six antibiotics. The patient continued to decline and was taken off the transplant list. He was discharged home on hospice care on (B)(6) 2015 and expired on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The manufacturer was unable to conduct an investigation of the device because it was not explanted. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.